Event description:
Physician was attempting to treat a lesion in the left anterior descending artery (lad) using endeavor resolute drug eluting stent. Angiography result showed 95% stenosis in the lad with severe calcification, vessel was severely tortuous. The lesion was pre dilated with a balloon. There was no abnormality noted during inspection of the device, prior to use. The physician advanced the device to the target lesion but it failed to cross the lesion. Resistance was encountered while attempting to cross the lesion. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The 1st ten proximal segments were intact. The remaining segments were severely elongated and deformed with a number of the distal segments extending past the distal tip. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: positioning difficulty and stent deformation, 95% stenosis and severely calcified lesion, and severely tortuous vessel. (B)(4).